Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was repositioned because when the patient was in atrial fibrillation the quality of the r-waves would go down. The physician confirmed that the lead was in the cs. The lead remains actively implanted.